Event description:
It was reported that a patient incident occurred with an erbe electrosurgical unit (esu/generator) during a total hip replacement procedure. The esu was used with an erbe electrode safety system (nessy) omega neutral electrode (part number 20193-082, lot number 260114-0815). The neutral electrode is also referred to as a return electrode, patient or grounding pad, patient plate, etc. No other information was provided regarding any other accessory used during the surgery or the settings employed. Per the account, a burn was found under the neutral electrode that had been placed on the patient's left thigh. Photographs of the lesion showed it to be in the shape of a "horseshoe." No further information was provided regarding the size, exact appearance, and degree of the burn. To aid in the healing of the lesion, a connective tissue gauze dressing was applied to the affected area.

Manufacturer narrative:
The electrosurgical unit (esu/generator) was thoroughly inspected/tested (note: the nessy omega neutral electrode was disposed of after the procedure and therefore, not available for examination). The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications, and all features were/are functioning properly. The chronological data at the time of the procedure stored in the esu was reviewed. The data revealed that the generator operated with an average relative activation time of 30% (note: this is above the requirements specified in the esu's user manual). In the cases where the relative activation time exceeded 40%; a "nessy current density warning" message was displayed. The chronological data recorded that this warning message occurred 11 times. That is, the user was alerted about the possibility of a temperature increase at the site of the neutral electrode. Finally, no anomalies were found in the device history record (DHR) of the involved esu and neutral electrode. Based upon the information provided and the evaluation of the generator, the burn appears to have been caused by the user not following safety instructions/warnings in the esu user manual and in the return electrode's notes on use. Erbe USA, inc. Is now closing the files on this event.